Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the patient presented to the clinic. No programing changes were made and will continue to be monitored. Patient is stable.

Event description:
It was reported that the patient transmitted a vt episode on merlin. It appeared to be an atrial tachycardia with extensive atrial blanking. Because of the atrial blanking, the device determined that the ventricular rate exceeded the atrial rate and automatically diagnosed vt. Programming changes were suggested. The patient was asymptomatic and did not receive any inappropriate therapy. It was later noted that the patient will be scheduled to return to the clinic.